Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During testing, the reported issue was not confirmed. The device relayed an image during testing. Visual examination of the device showed the following issues: the scope cylinder did not have its color indicator; the hand grip was sheared; the plug unit was damaged; the light guide lens was cracked; the distal end was sheared; the adhesive around the light guide lens was discolored; and the adhesive around the objective lens was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope had an intermittent image. The device was returned to olympus for evaluation. During evaluation, residue was found at the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.